Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1 (first name, last name, phone number) the device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: distal end is scorched, residual liquid or foreign material exiting the auxiliary jet channel, and snowflake artifact in the image. Olympus confirmed foreign material came out of the device´s auxiliary jet channel, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the most probable cause of the complaint for distal end is scorched and snowflake artifact in the image is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had incompatible scope (e315). The issue occurred during service / maintenance. There were no reports of patient involvement.